Manufacturer narrative:
(B)(4). The results of the investigation concluded a length of suture exited the sheath distal tip and the clear heat shrink tubing had been fully exposed, consistent with deployment. Functional testing of the deployment mechanism revealed no functional anomalies. The suture had been fully extracted with no evidence that it had been tangled, knotted, or restrained. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record and the analysis performed. The cause of the reported event remains unknown. The angio-seal device instructions for use (IFU) states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the patient. Hemostasis can be achieved by applying manual pressure. The angio-seal device instructions for use (IFU) states that the user should not proceed with deployment until certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal device will not function.

Manufacturer narrative:
(B)(4).

Event description:
6f angio-seal vip was selected for use. While inserting the carrier tube into the insertion sheath, no click was heard and the physician opted to use manual compression. While attempting to remove the device, it was not able to be moved. The suture was later retracted and the tamper tube was used to tamp the collagen appropriately, achieving hemostasis. The patient underwent additional testing as a result of the event and stay was extended. The patient is in stable condition following the procedure.